Event description:
It was reported that during an unknown procedure the clips came out without any control and some of them in wrong position. No adverse events to the patient.

Manufacturer narrative:
(B)(4). Damaged shroud top. The analysis results of the er420 device found that it was received with the top shroud cracked. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were not properly fed into the jaws, causing the clip to be ejected; finally, it locked out as intended. It could not be determined what may have caused the found feeding issue or the damage to the top shroud. The batch record was reviewed and no anomalies were noted during the manufacturing process.